Event description:
During an in-clinic follow-up, low sensing was observed on the right ventricular (rv) lead. X-ray imaging was performed, however, no lead abnormalities were observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.